Manufacturer narrative:
Hvad pump hw22773 was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against hw22773; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
With review of the available information there was no evidence of any device malfunction or performance issues of the device that would impact the reported event. The medical team reported that they did not believe the reported event to be related to the device; however, there is no evidence provided regarding the source of the infection. Based on the available information a definitive root cause cannot be conclusively determined. Clinical factors that may have contributed are multifactorial and may be attributed to medical treatment, recent medical history significant for recurrent infection, and patient comorbidities. There are patient factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Sepsis/infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections which may be transmitted via direct and/or indirect contact with contaminated surfaces. Device remains implanted.

Event description:
It was reported by the clinical study that this patient's blood cultures were positive for bacteria. The patient was treated with intravenous antibiotics. No further information was provided.